Event description:
The customer received abnormal aspiration alarms and questionable creatinine plus ver.2 results for two patient samples. Of the provided data, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 2503.0 umol/l and the repeat result was 72.9 umol/l. The initial result was reported outside the lab and was not believed by the doctor. The patient was not adversely affected. The reagent lot number was 610612. The expiration date was requested, but was not provided. Based on the provided reaction data, it appeared the reaction was delayed when the r3 reagent was added which indicated no or incomplete pipetting of the reagent.

Manufacturer narrative:
Additional information was received that the date of the event was actually (B)(6) 2015 and date received by manufacturer was actually 04/22/2015. (B)(4)

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A service visit was conducted and leakage at the rinse station was found. The rinse tubes were replaced. The customer did not report any further issues.